Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that on a scheduled merlin net transmission, the daily exercise training showed approximately one month worth of data, that was blank for the past month. Diagnostic anomalies was suspected. A few ams episodes had occurred due to far field oversensing. The device remained implanted.